Manufacturer narrative:
Ptc investigation result was received on 29-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information received on 12-jan-2016: despite follow-up attempts, no response was given to date. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Essure removal was planned for within a month from the report. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5057488) in united states on 06-nov-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The consumer received the following concomitant medication: xanax (alprazolam) for sleep, address, multivitamins (multivitamins), and co q10 (ubidecarenone). Consumer reported she went to a new physician to have an endometrial ablation performed due to heavy and long menstrual periods and she recommended getting essure to prevent getting pregnant. In (B)(6) of 2014 she started having pelvic and abdominal pain and extreme fatigue. She went to her family physician and had blood work done. All blood tests came back normal. The pain and fatigue continue to worsen. In 2015 she again had an appointment with her family physician for worsening pelvic and abdominal pain, muscle burning and fatigue. She had more blood work, a CT scan and an ultrasound. Everything came back normal, but she did have 2 utis (urinary tract infection). Prior to essure she has had less than 3 utis in her intire life. She went to a gastroenterologist for same symptoms and had a colonoscopy and upper endoscopy done, which all came back normal. She then went to a rheumatologist who prescribed an anti-inflammatory. In (B)(6) 2015 she saw a fertility specialist and is getting the essure removed within a month. She is not sure if she needs a hysterectomy or just the essure and tubes removed. Consumers fatigue, body pains and brain fog have been life changing for the worse. She is depressed. She used to be very active and exercised 6 times a week doing running, weight lifting, hiking and bikram yoga. Now, she can barely get out of bed. She hopes her symptoms will improve once it is removed. Consumer mentioned disability/ permanent damage and required intervention as event outcome, but not specified and/or assigned to one of the events. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Essure removal was planned for within a month from the report. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. A product technical analysis and further information are expected.